Event description:
It was reported that 21 bd nano¿ 2nd gen pen needles 32g x 4mm was unable to prime. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (24) open 32gx4mm bd pen needle without tear drop labels or inner shields attached. The customer reported that no insulin flows. The samples were examined, and it was observed that 23 pen needles featured a bent non-patient end (npe) cannula and 1 pen needle featured a broken npe cannula. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 24 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.